Event description:
A bifurcated graft, implanted on 1/12/80, was replaced due to the development of an aneurysm in the wall of the graft. This report has been delayed because the MFR could not return the graft after exam. The hosp is concerned about the absence of the possibly defective product in the event of future litigation. Subsequently the graft has not been sent to the MFR.